Manufacturer narrative:
A visual and functional inspection was performed on the returned device. A leak was observed at the proximal end of the hub, confirming the reported leak/splash. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported leak / splash. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation of the 9 x 29mm omni elite 35 balloon-expandable stent (bes), it was noted that contrast was leaking from the balloon. The device was not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information regarding this issue was provided.